Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3-other (81): the intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - yag (yttrium aluminum garnet). Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol), model drn 23.0 was explanted from a patient¿s right eye (od) due to hyperopic surprise. The replacement lens was of the same model but of a higher diopter (24.5d). No surgical and/or medical interventions required, and no patient injury reported. Before the explant of the original lens the patient¿s correct and uncorrected visual acuity was 20/25 blurry/ best corrected 20/15. In follow ups, it was learned that yttrium-aluminum-garnet (yag) laser procedure was performed on (B)(6) 2024, some days after the replacement lens was implanted in od. It was indicated that the patient had posterior capsular opacification (pco) and the yag performed was mainly done in preparation for touch up. The patient had a film over in od vision. The symptoms to some degree impacted the patient's visual function; however, it was noted that the patient¿s issue was not due to johnson & johnson device. Patients last vision was: visual acuity with distant without correction (dsc) 20/40+1. Pinhole (ph) 20/25-1. No further information was provided. This report pertains to the issues reported on the replacement lens. The issues reported on the original lens did not meet the reportability criteria.